Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician attempted to perform a novasure endometrial ablation on (B)(6) 2018. The electrode array was seating properly and the cavity integrity assessment (cia) test was successful. The procedure started and then the physician received a vacuum alarm. The procedure was aborted and the patient was transferred to recovery. The patient was still experiencing "a lot of pain" in recovery. The physician then performed a laparoscopy and visualized "3 perforations at fundus and fundus seemed to be blanched. Two of these were next to each other as part of a single perforation. The bowel checked and no obvious injury, fecal soilage or bleeding point noted. Diathermy superficially to bleeders at fundus. Patient was in a lot of pain post operatively and thought to be due to uterine contractions. The drain was removed after about 20 hours next day with only serosanguinous fluid. Patient warned of possible late diathermy injury and went home next evening. Returned after about 24 hours in severe pain - rigid abdomen - bowel perforation likely on CT scan - laparotomy - 1 cm hole in ileum about 8 cm from ileo-caecal junction. Limited right hemicolectomy performed. Patient recovering slowly".